Manufacturer narrative:
(B)(4). A boston scientific technical services consultant stated that the issue could be air bubbles in the device header as they are usually not detected on the shock channel but wireless telemetry could pick them up. The events were noted during the implant procedure of this device when pressure was being placed on the pocket. No other issues were identified following the procedure. This patient will continue to be monitored and the product issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this system was showing a tick on the right ventricular (rv) channel via wireless telemetry; however, the shock channel did not identify anything. No adverse patient effects were reported.